Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer service rep (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the display of a one touch ultralink meter cracked after the device was dropped. Three hours after the alleged issue began, the pt claimed he developed symptoms of frequent urination, a headache, and chest pain. The pt denied that he rec'd treatment because of the alleged issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the alleged cracked display issue of the meter. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. Based on the relatively short time frame as to when the symptoms developed in relation to when the alleged issue started, the pt was most likely in a suggestive state of hyperglycemia before and during the time the alleged issue began. The pt also denied receiving treatment as a result of the alleged issue.